Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the tyvek cover of the sterile packaging of an hls set is dented. The affected hls set was not used for patient treatment. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the tyvek cover of the sterile packaging of an hls set is dented. The affected hls set was not used for patient treatment. No patient was involved. No harm to any person has been reported. The customer did not open the packaging and did not used the product. The affected hls set was technically investigated in the getinge laboratory on 2023-03-09. During visual inspection the reported failure "dented tyvek cover" could be confirmed. Damages (holes, imprints) were noted at the outer packaging, which was not reported by the customer. The secondary packaging was not sent back by the customer, thus this could not be inspected. The packaging was then opened and the tyvek cover was removed to investigate the content. The holder of the venous probe was broken. The lab investigation confirmed that the remaining products and inlays inside the packaging were intact and in place. Based on the investigation results the reported failure "dented tyvek cover" could be confirmed, but the exact root cause could not be determined. The affected product beq-hls 7050 USA #shls set advanced 7.0 with lot#3000255668 has been reviewed for the reported failure on 2022-11-14 according to the final test results, the hls set with the lot#3000255668 passed the tests as per specifications. Maquet cardiopulmonary initiated a CAPA process in order to take further actions. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.¿

Event description:
Complaint ID: (B)(4).